Event description:
It was reported that the patient experienced an increase in pump power; a clinical cause could not be established. The patient was asymptomatic. The controller was exchanged.

Manufacturer narrative:
Manufacturer's investigation conclusion: incidental findings: the driveline was disconnected from the controller, resulting in pump stops. The heartmate ii system controller (serial number: (B)(4) was returned for evaluation following the reported event of elevations of pump power. The log file downloaded from the returned controller contained approximately 2 days of data ((B)(6) 2022 ¿ (B)(6) 2022 per the timestamp). The pump power was observed to range between 2.1 w and 10.9 w in the log file. The log file data did not indicate any issues with the controller. The driveline was disconnected on (B)(6) 2022 at 13:51:24 to exchange the system controller. The pump maintained a speed above the low speed limit while the driveline was connected. The returned system controller passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. The reported event could not be correlated to an issue with the system controller. There were no reported issues with the system controller. The device history records were reviewed and the records revealed that the heartmate ii system controller, serial number (B)(4), was manufactured in accordance with manufacturing and quality assurance (qa) specifications. The heartmate ii system controller was shipped to the customer on 09sep2021. Heartmate ii patient handbook (rev. C) section 5, entitled ¿alarms and troubleshooting¿, and heartmate ii instructions for use (IFU) (rev. B) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the driveline disconnect and pump stop alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate ii patient handbook (rev. C) section 6, entitled "caring for the equipment", describes how to care for and clean all equipment, including the system controller. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate ii lvad, including inspecting the system controller for damage. The heartmate ii patient handbook (rev. C) section 8, entitled ¿handling emergencies¿, explains what to do in the event of a complete pump stop. Heartmate ii patient handbook (rev. C) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.